Event description:
Reporter alleged obtaining a result of "lo" on the blood glucose monitoring device with an un-dosed test strip. Reporter stated the "lo" result appeared on the device after two previous "lo" results using dosed test strips. Reporter indicated no treatment was received as a result of the device results. A request was made for the return of the suspect device and replacement product was sent.